Event description:
A report was rec'd via FDA's medical products reporting program that a male pt was diagnosed with a viral eye infection while using renu multiplus multi-purpose solution. After seeing an optometrist and two different corneal specialists, the pt sustained 50-70% vision loss in his left eye. The pt stated his physician suspected herpes simplex, however, a culture was not performed to confirm this. The pt was treated with viroptic, unspecified steroids and valtrex. The pt noted that due to corneal abrasions and a fog which developed from scarring on the left cornea, he now wears a gas permeable lens in the left eye so that tears can fill in the abrasions to allow him to see a little better. The pt reported having significant reduction in vision due to the scarring on the cornea of the left eye, right in front of the pupil. The pt's peripheral vision is decent, but he cannot read anything with the left eye.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numberous produced lots. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.